Event description:
During a routine bridge preparation on tooth #28 the patient was burned on the lower lip. The dentist pressed the handpiece against the lower lip when he noticed that the patient had a burn slightly bigger than the push button of the back cap. The dentist mentioned that the body of the handpiece was not warm, only the head of the device was noted to be hot. Dentist applied some otc neosporin to the burn. Treatment was finished using another handpiece. The patient called later, after the numbing application wore off that the burn on his lip was uncomfortable. He was advised to continue after care with neosporin. Date of event not supplied hence best estimate.

Manufacturer narrative:
The handpiece has been checked visually and functionally against the valid specification. During the test run it was found that it was running slow, which indicates internal wear. However, a heat up was not reproducible during the tests. After disassembly of the product, the ball bearings showed signs of wear. But it got also visible that the push button at the back cap, which needs to get pressed to open the chuck system to insert the tool, had a strong groove worn into it. This shows that it has been pressed while the handpiece was spinning. This observation is consistent with the doctor's statement that he pressed the handpiece against the lower lip during the treatment. This habit causes the push button to come into contact with the rapidly rotating internal parts, which leads to friction and thus to rapid, localized heating. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. > check the technical condition before each use. > never press the push-button during operation of the device. > never use the instrument to keep the cheek, tongue or lip at a distance. > never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. > only operate devices or components if they show no signs of damage on the outside. > check to make sure that the device is working properly and is in satisfactory condition before each use. > have parts with sites of breakage or surface changes checked by the service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: > service the medical device regularly with care products and systems as described in the instructions for use. > the device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 2.4 accessories and combination with other equipment use of non-authorised accessories or non-authorised modifications of the device could lead to injury. > only use accessories that have been approved for combination with the product by the manufacturer. > only use accessories that are equipped with standardised interfaces. > do not make any modifications to the device unless these have been approved by the manufacturer of the product. > use original kavo spare parts only.